Event description:
It was reported that during the procedure, the device could not fire (could not cut and staple). The doctor repaired the damaged tissue and fired again with another device. No adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the pph03 device arrived in good visual condition with no staples present and with no washer present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspections takes place during the insertion of the anvil pins via a presence sensor on the machine (if washer is not present the machine does not cycle). While no conclusion could be reached as to how the reported damage occurred; it should be noted that all devices are inspected 100% for staple and washer presence by an automated vision system, and are visually inspected 100% as a final check. In addition a sample of the batch is inspected at fgqa.